Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that this lead exhibited a pacing impedance measurement greater than 3000 ohms, happened back in (B)(6). The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).